Manufacturer narrative:
Continuation of d10: dtpa2qq, crtd, implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead had a loss of capture.  It was noted that capture thresholds are the same as pro grammed outputs with no safety margin.  The loss of capture was noted on effective cardiac resynchronization therapy (crt) episodes making the percentage low.  It was noted that the lv lead exhibited high threshold measurements on lead trends.  The lead remains in use.  No patient complications have been reported as a result of this event.